Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. There was no report of confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: cust called in stated she was diagnosed w/covid @ hosp. She tested her daughter today who is showing symptoms and the app told them the daughter was negative. Caller thought the test stick looked weird compared to the app results and tested herself and her results came back as negative even though she was diagnosed with covid 2 days prior.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. There was no report of confirmatory testing. There was no report of patient impact. Eua#(B)(4). The following has been provided by the initial reporter: cust called in stated she was diagnosed w/covid @ hosp. She tested her daughter today who is showing symptoms and the app told them the daughter was negative. Caller thought the test stick looked weird compared to the app results and tested herself and her results came back as negative even though she was diagnosed with covid 2 days prior.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿was negative while customer¿s daughter was showing symptoms and mother¿s result was negative even though diagnosed with covid 2 days prior.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.